Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the he needed assistance with adjusting the insulin pump's basal rates. Blood glucose level at the time of the incident was between 40 and 47 mg/dl. Low blood glucose troubleshooting was declined. The insulin pump was not replaced or returned for analysis.